Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 700 mg/dl and at the time of incident was 600 mg/dl. The current blood glucose is 130 mg/dl. The customer treated their high blood glucose with syringe. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. It passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was unable to download due to multiple alarms in history screen. The device alarmed due to corrupted history file. It was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and minor scratches on lcd window.